Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting. A patient extension line wa sin use, and had been properly connected prior to prime. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. There was a clamp open an unused line. The home patient (hp) cycled the power off and on, and then the hc alarmed system error 2367. The hp cycled the power again and the hc went to 'press go to start.' Proper procedures were reviewed, and the patient was to complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This issue is being investigated through CAPA.